Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the pacemaker exhibited an interrogation problem, and an error message was displayed. No intervention was reported. The condition of the patient was unknown.